Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-27. H6: investigation summary one used sample of lot 2006244 and one photo was received for evaluation by our quality engineer. Upon visual inspection, a leakage past the stopper ribs was observed. The syringe was disassembled, there is no damage or other defect identified in the syringe or its components that could have contributed to the reported failure and the stopper was verified to be properly assembled onto the plunger. A device history review was performed for reported lot 2006224, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe leaked on 2 occasions during use. The following information was provided by the initial reporter: date of incident: (B)(6) 2020. Description: leakage past stopper on aspiration of a chemotherapy solution, a defect reproduced on the same batch of syringes with saline solution. Consequence: the product flows along the plunger, contamination of the preparation plan and the manipulator gloves with a chemotherapy product, delay in the preparation of chemotherapy. Device kept: yes (with saline solution).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe leaked on 2 occasions during use. The following information was provided by the initial reporter: date of incident: (B)(6) 2020. Description: leakage past stopper on aspiration of a chemotherapy solution, a defect reproduced on the same batch of syringes with saline solution. Consequence: the product flows along the plunger, contamination of the preparation plan and the manipulator gloves with a chemotherapy product, delay in the preparation of chemotherapy. Device kept: yes (with saline solution).